Event description:
It was reported that pump alarms door not fully latched. It was also reported that there was not an incident with any patients.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is completed, a supplemental report will be submitted.